Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy procedure, the device bag was tore while removing the specimen. Another device was used to complete the procedure. No patient injury has been reported.